Event description:
Additional information received reported the patient do have concerns with their device or therapy. The patient also reported that they received assistance from their healthcare provider or manufacturer representative and their concerns were resolved. It was noted that the patient appointment was scheduled for (B)(6) 2015. The patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. It was noted that on (B)(6) 2015 the implant was removed because of infection. The patient plans to put implant back in around spring time on different side.

Event description:
It was reported that two weeks prior to the report, the patient was lying down, she turned over, and it felt as if someone had pinched her and her pajamas were wet. It seemed there was an infection and the patient¿s implantable neurostimulator (ins) was oozing. The patient was put on antibiotics and one of her doctors put her in the hospital six days prior to the report. A portion of the implant was sticking out and it had drained quite a bit. The physician went in, cleaned it out, and put the implant back in. The patient was released from the hospital three days prior to the report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that after the health care provider (hcp) tried putting the implantable neurostimulator (ins) back in to save it, it got infected. They eventually took the ins and lead out in (B)(6) 2015 to let the infection heal. From (B)(6) 2015, it finally healed. A new ins was put in on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0nh79, implanted: (B)(6) 2014, product type: lead; product ID neu_un known_prog, serial# unknown, product type: programmer, physician. (B)(4).